Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that towards the end of endoscopic vein harvesting procedure, the c-ring and the part of the shaft that the c-ring sits on broke off the vasoview hemopro 2 with vasoshield and snapped off into the pt. The pa thought another branch still needed to be ligated and when he extended the c ring it was observed that it was broken. The jaws were not close to the c-ring when the breakage occurred. The vessel was being extracted from the upper leg. The piece was retrieved through the normal stab and grab hole that is used to tie the proximal end of the vein off and ligate to remove. No add'l incision was required.